Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, a scratch was confirmed on the optic after implanting the intraocular lens. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. Additional information was requested, but no further information is available.